Manufacturer narrative:
The events occurred between (B)(6) 2023 to (B)(6) 2023. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) large volume infusors overinfused; therapy completed early. This was observed during patient infusion. The devices were filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from april 6, 2022, to april 8, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.